Manufacturer narrative:
The device in question is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
The hospital reported that, the device in question tore at the hub, while attempting to deploy the stent. The user was trying to deploy the stent by pulling back on the delivery catheter. The user removed the whole system and completed the procedure with another device of the same type. There were no patient complications and the patient was fine following this aneurysm coiling procedure.